Event description:
On (B)(6) 2013, the reporter contacted animas alleging that earlier that same day, the patient¿s blood glucose (bg) had been around 40mg/dl. The reporter stated that the patient¿s endocrinologist had been consulted and the patient was treated with carbohydrates. At the time of the call to animas, the patient¿s bg was reported to be 90mg/dl and was trending upwards. There were no signs or symptoms of hyperglycemia reported. The reporter had contacted animas to rule out a pump issue. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. No associated alarms were found, and all boluses were found to have been completed as programmed. The reporter denied any issues with priming. The reporter stated that the patient has not been ill and has not been on any new medications. The reporter did say that the patient had been eating different foods that day. The reporter denied any unnecessary manipulation of the cartridge or the cartridge cap. Troubleshooting indicated that the pump was delivering as programmed and no defects were found. The reporter was advised to monitor the patient¿s bg and to call back if any further issues occur. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.